Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of stone cone stone cone tip detachment. Block h10: investigation results: the returned stone cone was analyzed, and a visual evaluation noted that the coil, sheath, working length, and handle had no defects. Functional examination was performed, and the coil was able to open and close without any issues. The analysis of the device did not identify any defects or breakage, therefore reported device allegation could not be confirmed. A device history record review confirmed that the device met all manufacturing specifications prior to distribution. Based on analysis results, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported to boston scientific corporation that a nitinol retrieval coil was used in ureteral stone retrieval procedure performed on (B)(6) 2024. During the procedure, the tip of the stone cone fell off. It is unknown if this was caused by the hit of the laser. The tip was retrieved and the procedure was completed with this device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of stone cone stone cone tip detachment.

Event description:
It was reported to boston scientific corporation that a nitinol retrieval coil was used in ureteral stone retrieval procedure performed on (B)(6) 2024. During the procedure, the tip of the stone cone fell off. It is unknown if this was caused by the hit of the laser. The tip was retrieved and the procedure was completed with this device. There were no patient complications reported as a result of this event.